Event description:
No additional information.

Manufacturer narrative:
No mz1000 sample was available for investigation. The customer reported that the affected lot was from 24055795 and on "at least 5 instances ... [The] needleless connectors [leaked] blood. It has not been an issue of tightness." It was reported that it happened with "bd autogard bc cannula and the braun introcan safety cannula. With a syringe directly connected to the needleless connector and also with extension lines attached." As part of the investigation, the customer provided a photograph of the reported issue; analysis of the photograph confirmed the customer's experience with blood visible on the patients dressing, however the exact source of the leakage was not able to be determined. The details of this feedback were forwarded to the manufacturing site for investigation. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the production records for lot 24055795 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A review of the customer feedback database indicates that reports of this nature against products in the maxzero product family are rare and have been occurring at a low frequency within the last 12 months.

Event description:
Hi (B)(6), we¿ve had the bd maxzero introduced in radiology at (B)(6) and have had at least 5 instances of these needleless connectors leaking blood. It has not been an issue of tightness. We have had it happen with bd autogard bc cannula and the braun introcan safety cannula. With a syringe directly connected to the needleless connector and also with extension lines attached. It¿s not clear to us where the leak is coming from, but my guess would be between the cannula and the connector (hard to see because of the tape and the blood). I had it happen to a patient while the rep was here on site (was it you?). There are also photos attached of what it looks like from a patient from a few days ago. Are there cannulas or extensions that these connectors should not be used for? Is there something we¿re doing wrong here? We have extensive cannulation experience and have not had this happen with the old bd smartsite connector. Thanks.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.